Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. There was no abnormal noise during the testing of the device. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the cut lever was pushed, it was stiff and the knife was also hard to be returned back. The inside of the jaws was cleaned, but the knife got stuck with a scratching sound. The device did not lock on tissue and was removed from the tissue without damaging it. They used another like device to complete the procedure. There was no patient injury.